Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 for the treatment of stress incontinence. The patient experienced painful intercourse. The patient presented to the doctor on (B)(6) 2015. Upon examination, the physician noted a central mesh extrusion. The patient underwent a procedure to remove the mesh on (B)(6) 2015. Additional information has been requested.